Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anaemia ("anemia"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the anaemia, post procedural complication and psychological trauma outcome was unknown. The reporter considered anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: case became valid and incident. Previously reported event "injury to herself" updated to "pelvic pain", events- " menorrhagia, anemia, post removal complications, psych injury" added. On 5-may-2020: processed with fu 2. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, urethral hypermobility, urinary incontinence, uterine fibroids, menorrhagia, anemia, cervicitis and leiomyoma nos. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anaemia ("anemia"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the anaemia, post procedural complication and psychological trauma outcome was unknown. The reporter considered anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain and menorrhagia discrepancy in date of insertion: (B)(6) 2005 as per current pif, and (B)(6) 2005 previously reported. No. Of coils: the right tubal ostia essure implant was put in correct position with three coils in the endometrial cavity. The exact same procedure was performed on the left tubal ostia. Once again, there were three coils left within the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia. Most recent follow-up information incorporated above includes: on 25-feb-2021: mr received. Reporter information, lot no, expiration date, other relevant history, auto-narrative supplement added. Patient details and rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12277465) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, urethral hypermobility, urinary incontinence, uterine fibroids, menorrhagia, anemia, cervicitis and leiomyoma nos. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), anaemia ("anemia"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the anaemia, post procedural complication and psychological trauma outcome was unknown. The reporter considered anaemia, menorrhagia, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain and menorrhagia discrepancy in date of insertion: (B)(6) 2005 as per current pif, and (B)(6) 2005 previously reported. No. Of coils: the right tubal ostia essure implant was put in correct position with three coils in the endometrial cavity. The exact same procedure was performed on the left tubal ostia. Once again, there were three coils left within the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, anemia. Lot number: 12277465 manufacturing date: 2005/06 expiration date: 2007/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.